Event description:
It was reported that during a cryoablation procedure of two large desmoid tumors, the needles in channels 5-6 stayed in stick mode even when they tried to freeze at 50-70%, and the needles in channels 7-8 were not reaching optimal temperature. Once the needles were moved to alternate channels the needles created ice as expected. The case was completed successfully with no injury to the patient.